Event description:
Info received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The facilities maintenance replaced the beds hi/low drive assembly to repair the bed.